Event description:
It was reported that the ventricular assist device (vad) driveline cable had damage to the outer sheath. Silicon rescue tape was applied to the driveline sheath. The driveline remains in use. No patient complications have been reported as a result of this event. This event was reported in the q1 2024 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: the driveline cable associated with a pump with an unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be completed since a serial number was not provided. A service history review could not be performed since a serial number was not provided. The reported event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, a possible root cause of the reported damage in the outer sheath of the driveline may be attributed, but not limited, to design issues and/or exposure to uv light. This event was reported in the q1 2024 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.